Event description:
Reportedly, a urinary catheter was pulled out by a disoriented pt. The catheter broke and required surgical cystoscopic intervention to remove the device. The hosp has reported the pt's condition is satisfactory.